Manufacturer narrative:
The customer reported they repaired the unit. No ge healthcare service was provided. No report of patient involvement. UDI# (B)(4).

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.